Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned.

Event description:
It was reported that the patient fell while walking following primary tka. Tibial component and found to be loose: tibial component revised.

Manufacturer narrative:
An event regarding loosening involving a tri ts baseplate size 2 was reported. The event was not confirmed. Device evaluation not performed as no devices were returned for evaluation. Device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves a patient¿s fall while walking following a primary tka. The tibial component was then found to be loose and was revised. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient fell while walking following primary tka. Tibial component and found to be loose: tibial component revised.